Event description:
Customer reported he was having issues with the insulin pump and his blood glucose was over 400 to 500 mg/dl since yesterday. Blood glucose was 423 mg/dl. Customer does not feel very good. The drive support cap appears to be normal. Customer disconnected at the quick release. Customer states it is recessed however when touching the circle makes noise. Customer was advised to disconnect from the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.